Manufacturer narrative:
A steris field service technician arrived onsite and inspected the unit. The technician identified water leaking from the washer's water booster tank assembly. The steris field service technician replaced a worn solenoid valve which was the source of the leak. The unit was tested, returned to service, and is operating according to specification.

Event description:
The user facility reported water was leaking from their washer. No injuries or procedural delays/cancellations were reported.